Event description:
It was reported that the patient was unable to walk or get up and move around since the spinal cord stimulator was implanted. The physician advised the patient to turn the stimulation off and go to the emergency room (ER). The physician believed that patients symptoms were not device related. The patients status has improved since being hospitalized and was doing well.